Event description:
Related manufacturer reference number: 2017865-2020-14335. It was reported that the patient developed an infection and erosion a month after the implant procedure. The implantable cardioverter defibrillator and lead were explanted and replaced. The patient was stable post procedure.